Event description:
Small separation of the bladder neck with palpable mesh exposure on right side past bending and lifting; recurrent vaginal bleeding, back pain, 5 mm separation of the posterior incision, 3 mm mesh exposure.